Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found that the source lamp was noisy. The fse replaced the lamp to resolve the issue.

Event description:
The customer alleged low tbil (total bilirubin) patient results were generated on multiple patient samples on their unicel dxc 600 pro synchron system. The erroneous patient results were not reported outside of the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory's established ranges prior to event.